Manufacturer narrative:
Additional information: one 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The device met specifications for electrical testing, temperature testing, and optical signal properties. Contact force was displayed when connected to the tactisys unit, with no error messages noted. Additionally, the catheter met specifications during leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation may have been procedure related.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation may have been procedure related.

Event description:
During an atrial fibrillation ablation procedure a pericardial effusion occurred. While ablating the anterior mitral line of the left atrium, the patient became hypotensive. An intra-cardiac echocardiography (ice) catheter revealed the effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.